Event description:
Additional information was received from the the patient (pt) stating that they experienced severe pain after their procedure, and they have had problems since the device was implanted. The patient reports that they had to turn off the device, and after the procedure, they were unable to turn on the device and did not get any stimulation. After the procedure, the patient called someone and was told to meet for reprogramming. The patient reports that the device still does not work and has never worked properly. The patient reports that they asked for the device to be replaced but was told no, but said they can take it out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the device is still not working properly. Works for 1 day then not for week or two.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt stated that they had a colonoscopy over two weeks ago and they hadn't had any stimulation since. Pt said that their clinician was on vacation, so they waited for him. Pt said that they called him the beginning of this week and he told them that they could meet them friday morning at 9:30. Pt said however that they hadn't heard from him so they called him last night and he told them that they were busy so they would have to meet with them on monday. Pt said that their ins went out almost every three weeks and they would have to go into the office for reprogramming. Pt said that they were not getting any satisfaction and that they were at the point of having the ins removed. Pt was upset/escalated. Agent reviewed ps/rep/hcp roles with the pt. Agent suggested that pt call hcp themselves to coordinate an appt directly through hcp. Pt said that they could hardly walk and that the ins never worked right and it had been over a year.